Event description:
It was reported that the patient was feeling pre-syncope frequently. When the header was placed over the patient the patient felt dizzy and started to sweat and not feeling well. The ECG revealed p waves with no ventricular output. The issue was solved by using different combination of connectors.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.